Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the hospital due to facial soft tissue injury, the patient was admitted to the hospital to improve the relevant examinations and then given symptomatic supportive treatment. (B)(6) 2026 10:00 nurse for the patient's right hand back of the hand into the intravenous cannula infusion, 11:05 when the patient reported that bleeding at the puncture site, the inspection found that the cannula tubing fracture, but not completely disconnect, immediately remove this leave outside, observe the patient's vital signs, t36.5 c, bp116/74mmhg, p70 times/min, replace this batch of indwelling needle to re-insert the patient into the new batch of indwelling needle. R18 beats/min, bp116/74mmhg, p70 beats/min, replace this batch of cannula, re-insert the new batch of cannula to the patient.